Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had a blank display. Customer reported that display was not blank for less than 30 seconds or did not return. Customer reported that contacts on battery cap was missing or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.